Event description:
Situation: six out of six screw heads were deformed during extraction. All screws, including the deformed screw heads, were removed using a hospital-owned carbide drill and other tools. Surgeon's comment: I consider that there may have been a structural or design problem with the product in question, which may have caused this event. Delays in surgery: there was a delay of approximately two hours. Patient's post-operative course: it was good and uneventful and the patient was discharged on the second post-operative day.